Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A fracture of the distal coil is suspected however, the physician and patient elected to program tachy therapy to monitor only and not replace the lead. The patient will be monitored closely to assure pacing remains available. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.